Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. If additional information is provided a follow-up MDR will be submitted. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02344 & 0001825034-2017-02346.

Event description:
It was reported by legal counsel that the patient alleged to metal on metal. No additional information has been provided.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment unable to perform a compatibility check based on provided information complaint history review could not be performed as part/lot number was not provided. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.